Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was shocked for sinus tachycardia in which the rate accelerated into the ventricular fibrillation (vf) zone. Therapy was maxed in the ventricular tachycardia (vt) zone as the rate dropped back down. Shock polarity was programmed to reversed but was switched to initial for the last shock which resulted in a low out-of-range (oor) shock lead impedance measuring less than 20 ohms. Technical services recommended immediate device replacement as the patient may not be protected. Subsequently, the device was explanted and replaced and the right ventricular (rv) lead remains implanted. The lead was tested with a defibrillation threshold (dft) test after the implant in which it was successful. No additional adverse patient effects were reported.